Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted for increased lactate dehydrogenase, plasma free hemoglobin, and power elevations. The patient received a pump exchange to another MFR's pump on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.